Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system - controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2017. Labeled for single use?: no. (B)(4), brand name: heartware ventricular assist system - battery, model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no . Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 07-jun-2021 . Labeled for single use?: no. (B)(4), brand name: heartware ventricular assist system - battery, model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no . Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 07-jun-2021 . Labeled for single use?: no. (B)(4), brand name: heartware ventricular assist system - battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no . Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 20-jul-2018 . Labeled for single use?: no. (B)(4), brand name: heartware ventricular assist system - battery, model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no . Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2017 . Labeled for single use?: no. (B)(4), brand name: heartware ventricular assist system - battery, model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no . Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 03-feb-2020 . Labeled for single use?: no. (B)(4), brand name: heartware ventricular assist system - battery , model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2016 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no . Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2015 . Labeled for single use?: no. (B)(4), brand name: heartware ventricular assist system - battery, model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no . Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 03-feb-2020 . Labeled for single use?: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the clinic for a controller fault alarm on the controller. Logfile review indicated the controller had multiple controller fault alarms due to internal battery end of life. The controller also exhibited unexpected power losses. It was also indicated that five batteries exhibited power disconnect alarms and communication errors. Three batteries also exhibited critical battery alarms. Log file review also indicated a low flow alarm on the ventricular assist device (vad). The batteries and controller were replaced, while the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and seven (7) batteries ((B)(6)) were not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Failure analysis of (B)(6) revealed that the controller passed visual inspection. Functional testing of (B)(6) revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Further supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed multiple critical battery alarms due to communication errors involving (B)(6). Review of the alarm log file also revealed multiple critical battery alarms due to the patient allowing the batteries to deplete below 10% involving (B)(6) and an additional battery. Review of the alarm log file did not reveal any power disconnect alarms; however, review of the data log file revealed several instances involving (B)(6), where the batteries' relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Review of the controller log files revealed ten (10) controller power up events with associated pump start events logged (B)(6) 2022 at 13:46:22, on (B)(6) 2022 at 10:33:30, 15:35:51, 15:37:55, 15:40:00, 15:42:19, 15:47:54, on (B)(6) 2022 at 13:14:36, 13:24:30, and (B)(6) 2022 at 01:55:13. Several momentary disconnections involving (B)(6), and an additional battery were logged leading up to several losses of power. The controller was without power for an average time of 14 seconds per loss of power. Additionally, review of the alarm log file analysis revealed three (3) controller fault alarms logged on (B)(6) 2022 at 14:07:01, on (B)(6) 2022 at 02:34:42, and on (B)(6) 2022 at 20:10:23, indicating an issue with the internal battery. Of note, based on information provided on the auto logs report, (B)(6) was in use for more than two (2) years. Additionally, review of the alarm log file analysis revealed a low flow alarm logged on (B)(6) 2022. As a result, the reported event was confirmed. There is no evidence the lubrication servicing was performed on the batteries (B)(6), and associated batteries were lubricated prior to release. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, a possible root cause of the reported critical battery alarms can be attributed, but not limited, to the patient allowing the battery to depleted below 10% rsoc and/or communication errors between the controller and batteries. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the observed momentary disconnections after lubrication servicing can be attributed to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lub rication servicing. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: d1: controller d4: (B)(6), d9: yes, return date: 12-may-2022 h3: yes h6: img code(s): g0403401 dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701, c04, c06, c23 h6: FDA conclusion code(s): d1105, d15, d02, d11, d01 d1: battery d4: (B)(6), h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: battery d4: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c23 h6: FDA conclusion code(s): d02, d11 d1: battery d4: (B)(6), h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d1: battery d4: (B)(6), h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: battery d4: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: battery d4: bat305411 h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d1: battery d4: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.